Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on the hospital floor when a remote monitoring transmission was sent. A review of the transmission found t-wave oversensing on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.